Event description:
It was reported that pump displayed malfunction code 16 without any notable events beforehand and caused concern for insulin delivery. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup therapy, was instructed to place pump in storage mode and return it using a prepaid label within 10 days, and tandem technical support arranged shipment of replacement pump after confirming warranty and shipping address.